Manufacturer narrative:
The company representative did not find any issue with the pump. He completed preventive maintenance and performed full calibration, functional test, and safety check to factory specification. The pump was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp generated a "rapid gas loss" alarm. No patient was involved.